Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00054 and manufacturer report # 3005099803-2013-00055 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used for an esophagogastroduodenoscopy (egd) procedure within the esophagus, performed on (B)(6), 2012. According to the complainant, during the procedure, after advancing the speedband device (mr # 3005099803-2013-00054) into the patient, deployment was attempted; however, the band failed to deploy. Reportedly, the handle was turned again and three bands deployed together. The scope was withdrawn from the patient, the device was exchanged, and a second speedband device (mr # 3005099803-2013-00055) was then used, but the same issue occurred; the first band failed to deploy and when the handle was turned for a second time, three bands released. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using a third speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.